Manufacturer narrative:
Device evaluated by manufacturer: the device (lot u1288) was returned for technical analysis. Investigative testing revealed insufficient thermal insulation of the needle, resulting in frost on the shaft. The ice ball size was within specification and was not compromised due to insulation loss. Disassembly of the device found no traces of soldering flux residuals or corrosive signs on the external surface of the vacuum sleeve, or the internal surfaces of the needle. No gas leaks were detected. There was no relationship found between the needle assembly process and the vacuum loss phenomena.

Event description:
It was reported that needle shaft frost occurred. Four iceforce 2.1 cx 90 degree needles were tested successfully and used to perform a renal cryoablation procedure. Frost was observed on the entire shaft of one needle during both freeze cycles. The physician placed some saturated gauze around the frosted needle on the patient's skin. The treatment was completed successfully with no injury to the patient.

Event description:
It was reported that needle shaft frost occurred. Four iceforce 2.1 cx 90 degree needles were tested successfully and used to perform a renal cryoablation procedure. Frost was observed on the entire shaft of one needle during both freeze cycles. The physician placed some saturated gauze around the frosted needle on the patient's skin. The treatment was completed successfully with no injury to the patient.